Event description:
The reporter stated that the female luer lock had cracked when used with another MFR's connector. There was no pt injury or treatment associated with this event. This event was reported to medex medical in england.